Manufacturer narrative:
Mitek is, at this point in time, in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, a portion of the distal tip of a mitek vapr se electrode broke off into the pt's joint space. The fragment was retrieved from the body. This event took place on (B)(6) 2008; the facility did not report this to mitek, but did report it to the (B)(4). Our affiliate was notified on (B)(6) 2011, 34 months later. No pt info was given.